Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted during testing. The motor was tested outside the device and passed. However, the drive support disk was inspected and was found slightly loose. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched lcd window. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm and a no delivery alarm. The customer's blood glucose was 97 mg/dl at the time of incident. The insulin pump was able to complete rewind. The customer stated that the insulin did exit during plunger push. The customer stated that the no delivery alarm did not occur during manual prime. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.